Event description:
Reporter alleged discrepant blood glucose results of 171mg/dl at 8:37pm back to back with a result of 95mg/dl performed at 8:43 pm, when testing was done on the compact plus system. The location of the testing was not provided. As a result of the comparison, no actions were taken or treatment was received reportedly. A request was made for the return of the suspect device and replacement product was sent. Compact plus system: meter with compact test strip drum lot number 20647742 with an expiration date of 04-30-07.

Manufacturer narrative:
The suspect product is the compact test strip drum.